Event description:
Reporter alleged that patient was unresponsive when they used the inform system to obtain a result of 106 mg/dl. Reporter stated that they ruled out hypoglycemia for the unresponsiveness because of that result and sent the patient for a CT scan. Reporter stated that after the patient was evaluated in ICU, she was given d50, she woke up, and then a result of 85 mg/dl was obtained 5 minutes later on another inform system. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
Reporter alleged that patient was unresponsive when they used the inform system to obtain a result of 106 mg/dl. Reporter stated that they ruled out hypoglycemia for the unresponsiveness because of that result and sent the patient for a CT scan. Reporter stated that after the patient was evaluated in ICU, she was given d50, she woke up, and then a result of 85 mg/dl was obtained 5 minutes later on another inform system. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.